Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to refractive error. There was no patient injury reported. The explanted lens was replaced with non-johnson & johnson iol. Patient is reported as doing okay post-exchange. No further information provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes, returned to manufacturer on 9/8/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received cut in pieces and stuck to gauze and paper, inside 2 plastic baggy''s. The lens pieces were removed from both the gauze and the paper, with viscoelastic, lint and paper residues visible. This iol is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.